Event description:
Patient administered 5fu infusion via a 7-day infusor. Sent home with infusor for the 5-day course. Called oncology unit to state that he felt something not correct with infusion. Returned to the hospital where staff found that only 2.5 days of chemotherapy adminstered instead of the intended 5 days.